Manufacturer narrative:
Placeholder.

Event description:
It was reported during a posterior lumbar interbody fusion (plif) procedure the threaded end of two matrix locking holding sleeves broke on separate occasions while inserting screws. The screw heads that the sleeves threaded into also broke, one 6x40 (04.616.640) and one 7x40 (04.616.740). There was no patient harm. The procedure continued as normal with no added time or issues. The doctor was able to complete the operation with the regular matrix holding sleeves. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. Screw received with the full m6.5 x 0.75-6h thread torn from product. The sd25 face has nicks and scratches and visual deformation to form. All described nonconformities are post manufacturing. Because the thread is damaged and cannnot be measured, the complaint is indetermiate from a manufacturing perspective. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
(B)(4).